Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a force sensor error. The force was continuously zeroed. When the catheter was pulled out from the body, blood was noticed inside the catheter and it was thought that the blood might be clogging the force sensor. The catheter was replaced and the issue resolved. Upon request, additional information was received on the event on (B)(6)2019. The sheath french size was 8f; however, the brand was unknown. There was no difficulty experienced while maneuvering the catheter. The blood was surrounding the force sensing. The catheter did not look damaged. The device was inspected and foreign material was observed inside the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Force feature was unable to performed since no temperature was observed on the stockert generator, however, no errors were observed on carto. Then, electrical test was performed on the catheter and it was found within specifications; however, the thermocouple values were found out of specification. A failure analysis was performed and the catheter was dissected the electrical wire was found broken from the tip to the connector causing the temperature issue. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the pebax and the electrical wire breakage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30048814l number, and no internal action related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. (Bwi) product analysis lab noted a hole on the surface of the pebax. Initially, there was a force sensor error. The force was continuously zeroed. When the catheter was pulled out from the body, blood was noticed inside the catheter and it was thought that the blood might be clogging the force sensor. The catheter was replaced and the issue resolved. Upon request, additional information was received on the event on (B)(6) 2019. The sheath french size was 8f; however, the brand was unknown. There was no difficulty experienced while maneuvering the catheter. The blood was surrounding the force sensing. The catheter did not look damaged. The force sensor error was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The reported blood inside the catheter (foreign material in the pebax) with no external damage reported was assessed as not reportable. Since there was no damage to the pebax integrity, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The bwi product analysis lab received the catheter for evaluation on january 23, 2019 and during the first visual inspection no physical damage was noted. During additional assessment on march 1, 2019, it was noted that foreign material was inside the pebax. The assessment for the foreign material in the pebax with no external damage remains not reportable. A scanning electron microscope (sem) analysis was performed on march 15, 2019 and showed evidence of mechanical damage and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date for this reportable lab finding is march 15, 2019.